Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Unable to verify battery cap damage due to pump received without the original battery cap. The test guardian link communicates properly to the pump noted. No unexpected change sensor alert noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0150.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. Customer stated the blood glucose value was 500 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with bolus correction and manual injection for high blood glucose. Also the patient was treated with fluids. Customer's outcome pertaining to the complaint. The device will be returned for analysis.